Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system was taking an excessive amount of time when rebooting. The technical support specialist opened communication application, configured connection speed, changed it to auto negotiate, rebooted device, the reboot time was improved and opened clean disk app and did a clean disc scan to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es system had issue rebooting and stuck on load screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.